Event description:
The patient underwent a lead revision due to their lead moving, possibly due to trouble with the stimloc. It was unknown why this happened. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
After further review, it was reported on (B)(6)-2013 that a healthcare provider had a patient who needed lead revision surgery because their lead moved. The healthcare provider did discuss design improvement to the current stimloc burr hole cover. The healthcare provider was concern about the difficulties¿ that colleagues/fellows could have when starting to used stimloc. It was later noted that the healthcare provider was ¿not exactly sure why it happened. It could have been the stimloc, it could have been pulling the lead through the micro drive, it could have been from tunneling in the scalp for the end cap placement.¿